Event description:
Related manufacturer reference number: 2017865-2023-49994. It was reported a patient's implantable cardioverter defibrillator (ICD) and atrial lead presented with oversensing noise. No changes were reported. The patient status was unknown.